Manufacturer narrative:
The insulin pump had minor scratched lcd window, cracked battery tube threads, broken reservoir tube lip and missing o-ring reservoir tube. The insulin pump was received with broken off reservoir tube lip. Reservoir was unable to lock in place due to reservoir completely broken off. (B)(4).

Event description:
The customer reported via phone call that the top of the insulin pump where the reservoir goes broke off. The customer¿s blood glucose level was 176 mg/dl at the time of the incident. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will not be returned for analysis.